Event description:
It was reported that during the six week post implant follow up the right ventricular lead showed varying high thresholds and loss of capture. The physician elected to reprogram the threshold to a fix output of 4.0v due to patient having a reasonable underlying rhythm. The physician will continue to monitor the lead through remote monitoring and with in office device check ups. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.